Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had component damage, would not run, and the moving parts did not move smoothly ¿ trigger. It was further determined that the device failed pretest for general condition, check for sticky triggers and check general function of device. Therefore, the reported condition of the device having a sticky trigger was confirmed. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation update: upon further investigation of the device, it was determined that the investigation has been updated as follows: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device would not run, and the moving parts did not move smoothly ¿ trigger. The device was visually inspected, and it was found that the device failed visual inspection. It was further determined that the device failed pretest for general condition, check for sticky triggers, check general function of device, check for unintended motion, check in ¿off/lock¿ mode and check function of all possible modes with power module and lid. Therefore, the reported condition of the device having a sticky trigger was confirmed. The assignable root cause was determined to be due to component failure from wear. H6. Component codes, investigation findings: the component codes and investigation findings codes have been updated accordingly.

Event description:
It was reported from south korea that when the trigger on the battery handpiece/modular device was pulled, it stayed pressed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.